Event description:
The lay user/patient contacted lifescan alleging that her one touch ultra meter was reverting to the setup mode. The senior medical affairs specialist spoke with patient the next day, to obtain/verify information. The patient reported that she was unable to test after replacing the battery. The meter would only revert to the setup mode upon insertion of a test strip. Due to not knowing her blood glucose level, she had been administering less insulin to avoid becoming hypoglycemia. Over the course of the day, she started feeling thirsty, which correlated to when she has high blood glucose levels. She decided to contact lfs for assistance. The customer care advocate (cca) walked her through the set-up mode and issue was resolved. Following the phone call, she tested and obtained a result in the 250 to 300 mg/dl range. She administered insulin and felt better. No medical attention was sought. The meter, test strips, and control solution were replaced. This complaint is being reported as an adverse event due to the following conclusion: the patient was unable to test due to use error; during this time she took less insulin to avoid hypoglycemia and developed symptom of hyperglycemia (thirst). While on the phone with the cca, she obtained a result in the 250 and 300 mg/dl range and felt better after administering insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.